Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: it was reported that "it was found there was like an oil on the needle." Are there any photos of the foreign matter available? Yes. When the needle was observed at sukagawa site, it seemed that the foreign matter was extra silicone. Was the product seal on the foil still intact when the package was opened? Yes. Name of procedure? Unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. It was found there was like an oil on the needle. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 photo review performed. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code pdpb740d which is a control release and requires eight strands per packet. Upon visual analysis of the returned sample, it was noted that the surface of one of the needles had excess silicone in the middle of the body. In the remainder of the needles, no issues related to incorrect silicone were observed during the evaluation. Additionally, a photo was provided, and with the same condition as the received sample. Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.